Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of dissection and occlusion are listed in the proglide instructions for use. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that a consultant was asked to review and comment on a case from the year 2013 where a femoral artery dissected and blocked post proglide deployment. The location of the hospital is not known as well as patient information and the final patient outcome. No additional information was provided.